Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use an everflex entrust se stent during procedure to treat a moderately calcified lesion in the mid left sfa with chronic total occlusion (cto-100%). The vessel is moderately tortuous. There was no damage noted to packaging. There was no issues noted when removing device from hoop/tray. The device was prepped with no issues identified. During delivery through a vessel, the catheter broke, the component was embolized in patient vessel. The delivery system deformed and removed normal way. The vessel pre dilated. There was a break point in the helix of the device stretching. An everflex device was used to complete the procedure. There was no patient injury reported.

Manufacturer narrative:
Product analysis: the everflex self-expanding peripheral stent with entrust delivery system was received within its opened labelled shelf carton, and loosely coiled within an elastic closure plastic pouch. The entrust stent delivery system was received with the red safety tab still properly engaged with the handle. A kink in the catheter was noted at the distal end of the catheter. Back lighting of the distal end of the catheter revealed that the stent was fully encased within the outer sheath and that the proximal end of the stent was in contact with the inner guidewire lumen/pusher. The kink in the catheter was noted to be at this location also. The kink and proximal end of the stent are located approximately 82mm from the distal tip of the entrust delivery system distal tip. All components of the entrust stent delivery system are accounted for. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the catheter did not separate and it was still in one piece. An unusual feeling in pushing the catheter was encountered only a few centimetres into the vessel. The device was then easily removed from the patient without issue.there was no vessel damage. There was no deployment within the patient. No further patient injury reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.